Manufacturer narrative:
The beckman coulter full identifier for this report is case-(B)(4). The customer did not supply patient demographics such as date of birth, weight, ethnicity or race. The access high sensitivity troponin I reagent was not returned for evaluation. All assay and system verifications met specifications at the time of the event. No hardware errors, flags or other assay issues were reported in conjunction with this event. In conclusion, the cause of this event cannot be determined with the available information.

Event description:
On march 16, 2020 the customer reported that on (B)(6) 2020 a non-reproducible erroneous elevated troponin I (access high sensitivity troponin I) result had been generated for one female patient involving the laboratory's access 2 immunoassay system portion of the unicel dxi 600i synchron access clinical system (part number a25635 and serial number (B)(4)). The initial elevated access high sensitivity troponin I result of 24 ng/l was released from the laboratory. The sample was recentrifuged and retested in duplicate the following day ((B)(6) 2020) and lower results of 4.0 ng/l and 3.5 ng/l were obtained. The customer did not provide reference ranges. The beckman coulter reference range for the access high sensitivity troponin I for female patients is 8.7 ng/l - 18.7 ng/l. There was a report of change to patient care or treatment which occurred in connection with this event. The patient was administered aspirin and clexane. The medications were discontinued after lower repeat results were obtained. There was no report of additional change to treatment or injury to the patient in association with the event. System performance indicators such as system check, calibration and quality control were passing within acceptable ranges at the time of the event. The sample was collected in a rapid serum tube. The sample was noted to be a full draw and sample appearance was clear. The sample was centrifuged for 10 minutes at 3000g, between 15c and 25c. No issues with sample integrity were reported by the customer.